Manufacturer narrative:
Medtronic received information from an (B)(6) database which focused on technical support and documented data for patients implanted with transcatheter valves. The information was provided as part of a data set. No other information has been provided regarding this implant. Initial reporter (hcp) information was not available for this data set. The device serial/lot numbers were not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the guidewire (unknown manufacturer) caused a rupture that lead to cardiac tamponade and resulted in a procedural death.

Manufacturer narrative:
Additional information was reported that life-threatening bleeding and a cardiogenic shock occurred during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.